Event description:
Patient was revised to address pain and a cyst in the proximal femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
Patient was revised to address pain and a cyst in the proximal femur.examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combinations were not provided. Depuy commercialized product development reviewed the provided patient x-ray and indicated no comments were available as only one x-ray was provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action was not indicated.